Event description:
It was reported that the user experienced an insulin delivery occlusion alert on the ilet, after which the agent guided the user to clear the alert via the alerts and alarms menu and resume delivery; insulin delivery then resumed, and education on potential causes of such alerts was provided. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and partner and analysis of information they provided. Investigation of this case revealed no device problem found and insufficient information to establish a lack of effect or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.